Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported the tsw35 was fired. Upon opening of the device the surgeon discovered one orange driver had separated from the reload and remained on one of the staples. The surgeon was able to retrieve the driver laparoscopically. The surgeon continued to use the tsw35 without further difficulty. There was no consequence to the pt.